Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out procedure due to normal elective replacement indicator. During procedure, the right ventricular lead exhibited externalized conductors. All electrical measurements were normal on the lead. The lead remained implanted and the patient would continued to be monitored with normal follow ups. The patient was in stable condition.